Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-03025. Following an implant procedure, the patient was experiencing an abdominal reflex accompanied by pain. Medication was administered, but the issue did not resolve. In turn, surgery occurred again to explant the lead. It is not known which lead was explanted, and so both are being reported. Relevant patient information is still being inquired about.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.